Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were popped out of the drawer. A field service engineer powered off the station and replaced the tray in row b, along with installing a new row cable, retractor band, and drawer controller board. A broken position sensor was identified and was replaced and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.2 had failed and some cubies were not detected on the bus. The customer rebooted the station, tried reloading the cubies and replaced one cubie but issue did not resolve. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.